Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test and battery out limit. The customer's blood glucose level at the time of incident was 140 mg/dl. The customer states they had received replacement battery cap but the issues persist. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a test mini link and a glucose sensor simulator. The sensor feature was working properly. No lost sensor alarms were noted. Also, the pump communicated properly and recorded the 37 mg/dl value properly from the glucose meter. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.